Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part number: 319.006, synthes lot number: 7648533, supplier lot number: n/a, release to warehouse date: 14apr2014, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition h3, h6: investigation summary background: it was reported that on (B)(6) 2019, a set number fe610568 from the ups fsl swedesboro facility, contain a depth gauge that was broken and not in proper working order. This complaint involves one (1) device. Investigation flow : damage visual inspection the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 7648533) was returned and received at us cq. A visual inspection was performed. The needle component (319.006.3) was also observed to be broken and was returned separately. No other issues were identified with the returned components of the device. The instrument displayed wear from normal and repeated use and servicing. Investigation conclusion the complaint is confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 7648533) needle component was discovered broken. The instrument displayed wear from normal and repeated use and servicing, as the there were scratches/nicks on the depth gauge. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that excessive force during usage and reprocessing/sterilization over the instruments lifetime (5+ years) may have caused the breakage of the needle. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a set from the (B)(6) facility contained a depth gauge that was broken and not in proper working order. This report is for a depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 1 for (B)(4).